Event description:
The interfuse s device that was implanted by dr. (B)(6) on (B)(6) 2011, has migrated to the anterior side of the annulus. The surgeon has decided against any medical intervention. No other information is available at this time.

Manufacturer narrative:
The event was initially determined to be not reportable. During a recent FDA inspection, it was observed that the event should have been reported. That is the reason this report is being submitted now, instead of within 30 days of the initial report.